Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which was done successfully, and the malfunction code did not reoccur. The customer was advised to continue using the pump and contact technical support if the issue arises again.